Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Complaint - it was reported that during our case with dr, we were completing a reverse augmented glenoid when the main off axis reamer and its components seemingly bound up on each other when attempting to ream for the wedge baseplate.